Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one tapered screw vent (tsvb10) with crown was returned for investigation. Visual evaluation of the as returned product identified signs of wear and fracturing at the collar along with debris on the external threads of the implant and dried blood inside the implant drive feature. Device history record (DHR) review was completed for the subject lot number 1219380. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa complaint history review by lot number (1219380) was performed for similar events using keyword category fracture implant, bone loss and 1 other similar complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed with fracture identified. Additionally, bone loss is non-verifiable with the information available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Email address was not provided. Premarket identification PMA/510(k) number k011028 and k013227.

Event description:
Doctor reported implant fracture. Bone loss also reported.